Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent sling implantation concurrent with total abdominal hysterectomy / bilateral salpingo-oophorectomy and cystoscopy to treat menometrorrhagia, fibroids and stress urinary incontinence.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: (B)(6)2017 additional patient codes: (B)(4)-blood loss, (B)(4)- inflammation narrative: it was reported that following insertion the patient experienced dyspareunia, bleeding, and atrophic vaginitis.